Event description:
While on a call for another purpose, the patient mentioned she has noticed condensation behind the lcd screen of her insulin infusion device for the past 2 months. She stated the device has not been dropped in water or exposed to any moisture. The patient said she does wear the infusion device on her bra and it gets warm sometimes. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.